Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing low blood glucose of 45 mg/dl, treated with orange juice and crackers. Customer reported the drive support cap was sticking out. Customer reported corrected basal rates and resulted with high blood glucose was 350 mg/dl. Customer was disconnected during the rewind and prime sequence. Customer reported it's a third full, 200 units, a little more then 110 mg/dl. The device passes displacement test. The device was not exposed to an MRI. The device was not dropped. Customer later reported the drive support cap was flushed and has not pushed it in. No further information reported.